Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative changed the sample probe on 03-jun-2024. The issue had not been resolved and one level of qc was out of range. The field service representative found cell rinse levels were too low and he adjusted them to the appropriate level with mechanism checks and a prime wash solution flow path. He checked the pump pressure and performed gear pump calibration. As a preventative measure, he also cleaned the inside of the sample probe with nylon wire. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ldlc3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 9.90 mg/dl. The repeated result was 101 mg/dl. The repeated result was closer to the expected value.